Manufacturer narrative:
Additional information: the device remains in the patient's eye; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling and associated risk documents was completed. Dislodged stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. Dislodged stent is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a cataract plus trabecular microbypass stent system procedure, the patient presented on postoperative day one (1) with a loose stent in the inferior angle which was only visible via gonio lens. Per report, the surgeon was seeking counsel on how to manage the dislodged stent. Through follow-up, the surgeon consulted with a medical expert who reported discussing the dislodged stent, and treatment options including monitoring the stent, and intraoperative techniques for removal or re-implantation. The report noted that the surgeon will monitor the patient for stent migration into the sulcus. Additional information has been requested.